Manufacturer narrative:
Records demonstrate that the finished product was produced according to specifications, met all quality acceptance criteria for product release, and quality system procedures were correctly followed.

Event description:
Consumer reported that prior to use of an unspecified number of tampons, she tugged on the string and the string broke into two pieces. She did not use the product.